Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. Microscopic inspection found no irregularities or defects. Functional testing was done by attaching an inflation device filled with water to the hub of the sterling balloon catheter. When pressure was applied and the device was brought to rated burst pressure (rbp), the device held pressure for 5 minutes and did not leak. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. The lesion was pre-dilated with a 2.0x20mm non-bsc balloon catheter. A 2.75mm x 20mm quantum¿ maverick¿ balloon catheter was advanced for post-dilatation. However, on the third inflation at rated burst pressure (rbp), the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. The lesion was pre-dilated with a 2.0x20mm non-bsc balloon catheter. A 2.75mm x 20mm quantum¿ maverick¿ balloon catheter was advanced for post-dilatation. However, on the third inflation at rated burst pressure (rbp), the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.